Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Brinjikji, w. Et al. (2016). Treatment of ruptured complex and large/giant ruptured cerebral aneurysms by acute coiling followed by staged flow diversion. Journal of neurosurgery, 125(1), 120-127. Doi:10.3171/2015.6.jns151038.

Event description:
Medtronic received information from literature review that a patient underwent retreatment after pipeline implantation. The patient initially presented with an increasingly intense headache and no focal neurological deficit. CT scan demonstrated a 2.2cm mass in the prepontine cistern. Flair mr image demonstrated increased signal in the subarachnoid space consistent with subarachnoid hemorrhage. Cerebral angiogram demonstrated a 2.2cm basilar tip aneurysm incorporating both pca branches. The patient underwent staged flow diversion treatment. The aneurysm was initially coiled, which resulted in partial occlusion. Eighteen days later, the patient underwent staged treatment with a pipeline embolization device. At the nine-month follow-up, there was increasing filling of the aneurysm, increase in size, mild hydrocephalus, and mass effect on the brainstem. The patient underwent placement of a second pipeline device across the aneurysm neck. Follow-up angiogram 30 months later demonstrated complete obliteration of the aneurysm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.